Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Correted fields: h6-medical device problem code, component code. Updated fields: b4, d8, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) evaluated the unit and it was verified that the unit is not consistently charging batteries on ac power. The fse replaced the power management board and during the battery testing, it was found that the battery in slot 2 was faulty therefore, they replaced both batteries. Verified batteries charging but stops when manually cycled between battery slot 1 and slot 2. Even after the replacement of power slot interface, issue still exist. The fse installed the second power management board and the unit was tested. The fse verified that the unit was charging and cycling between power slots correctly. Then the unit passed all the functional and safety tests as per the factory specifications. And cleared for customer use. The following was performed by sr service technician of the maquet failure analysis and testing department. The failure analysis and testing department received the following parts associated with this complaint: part swemco assy unshielded pwr slot bd interface. Part swemco power management board. Part edm power management board. These parts were received with a reported unit failure of batteries are not fully charging. The failure analysis and testing department performed a visual inspection of all parts received and they are all in a good condition. The failure analysis and testing department installed the part swemco assy unshielded power slot board interface, part swemco power management board and part edm power management board in the cardiosave test fixture. The failure analysis and testing department performed and tested all parts jointly and individually to factory specifications in accordance with procedure and cardiosave service manual. The failure analysis and testing department verified the failure experienced by the customer. The unit was not powering up, nor charging the battery while the pump is in the cart. All the boards part assy unshielded pwr slot bd interface, part swemco power management board and part edm power management board are failing the test. Sending the board to the respective supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat). Failure analysis received from the supplier for pn 0swemco. They stated that the part passed with no issues. Root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure . Failure analysis received from the supplier for part 23 00075 _edm. They stated: board was re-tested at fct, result: failed. Perform troubleshooting on the board, found u50 & 068 defective probable root cause for this part is a manufacturing assembly issue. Retaining the part in the failure analysis and testing department per procedure. Investigation is complete. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is manufacturing assembly issue. The most probable root cause for the reported is component reliability.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date), h6 (investigation conclusion). Due to character limitation in block e1: event site name: (B)(6) hospital.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) batteries did not charge fully. There was no patient involvement.